Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. Customer's blood glucose reading was 340 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind and basic occlusion test, prime test and the excessive no delivery test. No unexpected no delivery alarm noted. The device had broken reservoir tube, lip and window, cracked case at the display window corner, cracked battery tube threads and broken belt clip slot.